Event description:
Medtronic received a report that that the pipeline flex stent mid-section kinked and was stuck with the phenom 27 microcatheter. The patient was undergoing flow-diverting device implantation surgery for treatment of a saccular, unruptured, left internal carotid artery (ica) communicating segment aneurysm. It had a max diameter of 9.11 mm and a 6.1 mm neck diameter. The landing zone was 2.1 mm distally and 3.79 mm proximally. The access vessel was the femoral artery with a diameter of 4.75 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered at a normal platelet reactivity units (pru) level. The angiographic result post procedure showed an aneurysm of the communicating segment of the left internal carotid artery. It was reported that while opening the pipeline flex 4.0-30 to the mid-position, kinking was observed. Multiple attempts to resolve it were unsuccessful, and the device could not be withdrawn from the phenom 27 microcatheter. Therefore, a flex 3.75-30 and a new phenom 27 were used instead, and the procedure was completed successfully. The pipeline flex mid-section kinked and was stuck with phenom 27. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Ancillary devices include a deepintec 5f intermediate catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.